Event description:
It was reported that information received indicated right ventricular (rv) lead exhibited sensing issue 460 short v-v intervals/short interval counts (sic) since (B)(6) 2016. X-ray ordered for evaluation and patient to be assessed during follow up visit. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.